Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of chest pain, accumulation of pericardial fluid, and bleeding in the left atrium and inferior vena cava was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study: crd_961_pfo pms (B)(6). This event is being conservatively reported as the cause of the event is unknown. It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was implanted in the patient's patent foramen ovale (pfo). No complications were noted during the implant procedure. No pre-existing medication conditions were reported. Seven days after the implant on (B)(6) 2021, the patient complained of chest pain. Accumulation of pericardial fluid was confirmed. Transesophageal echocardiography (tee) was performed to confirm whether the issue was pericarditis or erosion, and after that, thoracotomy was performed. A drain was inserted into the cavity, oozing was observed but no apparent bleeding was noted. No bleeding was confirmed inside of the drain catheter. Hemostasis was performed. No device-induced erosion was observed. The thoracotomy was completed with the pfo occluder remaining implanted in the patient. The patient was extubated and is now in stable condition, chest pain resolved. The cause of the event remains unknown, as there was no findings of erosion. The physician thought that the issue might be due to drug allergy, unable to obtain further information on medications the patient had been prescribed. The physician also attributed the event related to possible tissue damaged caused by the maneuvers of the concomitant use of catheter, however the imagine found no damage to the heart and adjacent tissues being damaged during the procedure. There were no allegation against the implant device, implant procedure, or delivery system used during the procedure. No additional information was reported.